Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). It was noted that a spiral dissection occurred in attempt to wire the proximal rca with a non-bsc guide wire. The lesion was pre-dilated with a 2.0x12mm emerge balloon catheter and a 2.5x16mm promus premier stent was deployed at 10 atm for 25sec., followed by a 2.75x20mm promus premier stent deployed at 10 atm for 20sec. The 3.5x24mm promus premier stent was then advanced however became stuck at the distal end of the 6fr runway guide catheter and was not able to be advanced nor retracted. The physician chose to withdraw the sds and guide catheter together as a single unit. Upon removal of the guide catheter containing the sds, it was determined that the promus premier stent had embolized, the stent was located in the patients' leg and was not retrieved. A 3.5x16mm veriflex, 3.5x20mm veriflex, 4.0x12mm veriflex were also deployed, followed by dilation with a 4.0x12mm and 4.5x8mm quantum balloons. No patient complications were reported and the patient status is fine.